Event description:
Consumer stated the chair had issues with the tilt, it wouldn't go down since it was received, she stated the chair was receive in august 2011 and the dealer would not assist her until (B)(6) of 2012, she also stated both motors have been replaced.